Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced insufficient stimulation and subsequently underwent a complete system explant procedure. The patient is recovering well after the operation. The medical facility has kept the devices, and they will not be returned for analysis.